Event description:
Physician reported rupture diagnosed by ultrasound and MRI. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations. No further actions are required, as no manufacturing issues are observed. Clarification to d.9.: returned to mfg on: the device has not been returned.

Event description:
Physician reported, rupture. Diagnosed by ultrasound and MRI. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Event description:
Physician reported rupture diagnosed by ultrasound and MRI. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Event description:
Physician reported, rupture. Diagnosed by ultrasound and MRI. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as surgical impact opening (shell thickness was within specification). No further actions are required, as no manufacturing issues are observed.